Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator exhibited premature battery depletion. Additional information indicates that the charge time at end of life (eol) was 33 seconds. This device was explanted and will not be returned for analysis. No additional adverse patient effects were reported.